Event description:
It was reported that during a laparoscopic sigma procedure, the stapler did not cut correctly. It could not be removed out of situs correctly, at 9°clock cutting line was incomplete. The surgeon made a new resection and took a new circular stapler and the same problem occurred. There was bleeding at 9°clock and it could be stopped with clips. The donuts were ok.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: date of surgery: (B)(6) 2014. Lap. Sigma resection: diagnosis sigmadivertikulitis. When firing no anomalies felt or heard, looking at the donut ¿ the donut was not correctly in the ring, the donut was misaligned and there was an overlap at 9.00 o¿clock colon tissue was fine and thin, therefore the instrument was closed more than usual. Usual closure height is lower third of the scale. Tissue was not hard, it was soft. The instrument was taken out of tissue by turning and then moved out with ¿fishtail¿ movements. Stapler was hardly to be removed, the surgeon is of the opinion that tissue was still in the instrument ¿ staple line was fine under visual inspection, b-formation was o.k. ¿ no loss of blood ¿ only slightly bleeding out of staple line, was stopped by placing a clip over the bleeding ¿ no patient consequences ¿ (B)(6). No radiation treatment etc. ¿ anastomosis was carried out in double stapling technique ¿ echelon 60, golden cartridge. Information received on (B)(4) 2014. Patient released from hospital ¿ patient is fine. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.